Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). The lesion was predilated with an unknown balloon and then the 4.00x12mm veriflex stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed the edge of the stent was flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a detailed examination of the crimped stent found that a stent strut at the proximal edge of the stent was lifted and bent back distally. This type of damage to the stent is more consistent with the stent getting caught on a foreign object during withdrawal. No other damages were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). The lesion was predilated with an unknown balloon and then the 4.00x12mm veriflex stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and it was noticed the edge of the stent was flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".